Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that a nurse had stated that one of the implanted leads seems to be drawing more power than it should. The lead remains in use. No patient complications have been reported as a result of this event.